Event description:
It was reported the display on the insulin pump had many scratches and was worn. Slot for belt clip was broken. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip, scratched display window, cracked display window, cracked belt clip slot and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.